Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right no complaint against a stacked device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified black and brown particles, fold creases, and 100% of the plug strap disk is missing. A leak test was performed and found a broken shell. A microscopic analysis identified a broken shell with a sharp edge on the anterior side assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification, total delamination of the plug strap disk shell assessed as adhesive failure and wear abrasion. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Delamination of plug strap disk shell assessed as adhesive failure. Missing shell that is assessed as inconclusive. The calcification condition was not observed.

Event description:
Physician additionally reported "complete deflation of saline prosthesis," and "calcifications and some lumpy, rubbery granuloma like masses."